Event description:
On (B)(6) 2022 a direct-to-consumer (dtc) customer reported to a cue health inc. Technical support representative a false negative result. Customer mentioned that the patient took a rapid antigen covid-19 test the day before reporting the incident (B)(6) 2022then took a cue covid-19 test on (B)(6) 2022 to confirm and the result came out negative. On (B)(6) 2022, the emailed that the patient then took a covid-19 lab pcr test 2 days after taking the cue covid-19 test and the result came back positive. The customer also emailed on (B)(6) 2022 that the patient took a total of two covid-19 pcr lab tests that came back with positive results.

Manufacturer narrative:
Update to h10: response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were nine previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.